Event description:
Post-operative complications were noted during clinical and radiographic review of humeral non-union fractures treated with bone morphogenetic proteins and fixation revision. Four patients did not achieve union. Factors associated with failure of union with were large bony defects (greater than 4 cm) and poor soft-tissue vascularity surrounding the nonunion site. No additional details were provided.

Manufacturer narrative:
Citation: argintar e, et al. "Bone morphogenetic proteins in orthopaedic trauma surgery." Injury (2010). (B)(4): (non-union). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.